Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated by the advanced failure analysis and the initial failure analysis results were partially confirmed. The instrument was placed on an in-house system and was confirmed to exhibit unintuitive motion. It was observed that when attempting to execute the roll motion, the wrist moved intuitively but in the opposite direction of the master tool manipulator (mtm) command. When manually manipulating the roll gear, the main tube did not follow the motion. It was observed that the roll gear was broken which caused the motion failures as it is no longer connected to the main tube.

Manufacturer narrative:
The wristed needle driver instrument has been further evaluated and the initial failure analysis were replicated. The instrument was driven on a system and resulted in controlled motion in an unexpected pitch/yaw direction. Instruments also had limited range of rotational motion when commanded by the user. There was no uncontrolled motion observed. The motion issues were immediately detectable when the instrument was taken into following and the effect of the failure prevented the user from being able to complete any surgical tasks. The evaluation also confirmed that at full instrument insertion, the roll output gear still resides outside of the cannula seal, which would prevent fragments from falling inside the patient during single incision procedures.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the wristed needle driver instrument was not rotated. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wristed needle driver instrument did not rotate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to exhibit unintuitive motion. The instrument moved precisely and proportionally to the master, started, and stopped with master motion, but moved in the wrong direction when placed and driven on an in-house system. The probable root cause could not be determined. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation of the instrument found a dislodged gear molded roll output. The gear molded roll output was dislodged from the main tube at the proximal end. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis confirmed that the wristed needle driver instrument exhibited unintuitive motion (moved in the wrong direction). Unintuitive motion could lead to subsequent tissue damage. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.